Event description:
It was reported that boston scientific technical services (ts) was asked to consult about an episode of undersensing and the patient feeling light headed almost syncopal. Programming options were discussed. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Analysis found evidence of a failure in the supplied battery component. It was confirmed the device used a great batch battery, so the cause was traced to component failure.